Event description:
It was reported by the edwards territory manager that the acsendra delivery system balloon burst during deployment of the sapien valve. It was noted that the valve was almost all the way deployed when the balloon burst. Reportedly the atrion was prepared with 22cc of liquid. There was severe bulky calcification in the native annulus, which was thought to be the cause of the balloon rupture. A second delivery system was quickly prepared and the sapien valve was post-dilated to its 26mm size with a good result and no pvl the patient was noted to have native annulus that measured 23.5 mm in diameter with severe bulky native valve / leaflet calcification and moderate root calcification.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case this case the cause of the balloon burst could not be confirmed; however as reported the severe bulky calcification in the native annulus likely caused or contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.